Event description:
An iipv high drain error 107 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013, during night drain 7. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. However, the assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.